Manufacturer narrative:
Part was received and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure.

Event description:
The customer reported that the nav-ring will not allow adjustments. The customer contacted product support and reported that the nav ring will not allow adjustments. The customer reported that the unit was not in use on a patient. The issue was found during pre-use checks.

Manufacturer narrative:
B4:21may2021. The authorized service engineer performed a controls test and confirmed navigation ring does not function correctly. The front bezel was replaced and passed the test & verification. The unit is approved for use. The customer was also advised to purchase a new battery due to its age. The battery date is 2013-09-21. The top cover has minor damage¿advised the customer to replace top cover.